Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported on (B)(6) 2022 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2022 . The sensor was inserted into the abdomen on (B)(6) 2022 . Additional information was received on (B)(6) 2023. Before the patient went hiking on (B)(6) 2022 , she administered insulin (as per patient probably too much) based on the cgm reading. As the patient was hiking, she did not have a blood glucose meter with her to check the bg. The patient started to experience nausea and vomits and lost consciousness. The patient´s friend called mountain rescue, they took a blood reading in helicopter and treated the patient with water and a sweet drink. At some unspecified time of the event the cgm reading was 280 mg/dl and the blood glucose was 125 mg/dl. The patient also reported that she probably did not drink enough that day. In addition it was reported that the patient was experiencing a severe infection with fever during the time of the event. Therefore, she was treated also with a fever sinking medication. The patient recovered and was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.